Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that after several activations, a regrasp alert was heard continuously. The device was removed from the pt and it was noticed that small blue flecks from the device were missing and in pt cavity. The pt cavity was irrigated and suctioned and the pieces were removed. There was no pt injury.